Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a error code 46828 and 2221. The cause of the customer reported problem was a damaged or discharged clock/data battery. The pump had no defects/discrepancies noted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the clock/data battery.

Event description:
It was reported that the pump was showing error code 46828. This alarm event pauses the delivery of the pump until the error is addressed. There was unknown patient involvement, and unknown signs or symptoms experienced.